Event description:
It was reported that foreign matter occurred with a bd insyte¿ autoguard¿ bc shielded IV catheter. The following information was provided by the initial reporter, "material no: 382533 batch no: unknown (8310635 or 8200662). It was reported that nurse discovered a piece of white fragment at bevel of needle. Per customer email: april 15, 2019, prior to use nurse reported ¿ inspection of IV catheter noticed a piece of white fragment at bevel of needle.¿ product not used and is available for review. Second IV catheter opened, appeared ok and used. Both packages were saved, uncertain which lot number had fragmented piece attached. The two (2) lot numbers are #8310635 and lot #8200662."

Manufacturer narrative:
Bd received a 20 gauge insyte autoguard blood control unit from an unknown lot. The device was received outside of its original packaging so a lot number could not be determined. However, it was provided that the unit could belong to two different lots, 8310635 and 8200662. A review of the device history record was performed for both lots and no related quality issues were found during production. Our quality engineer visually inspected the returned unit and observed a clear white particle on the catheter tubing. Based off the visual inspection the engineer was able to verify the reported defect. It was determined that this particle was a plug shaving from the manufacturing process.

Manufacturer narrative:
There were multiple lot numbers reported to be involved. The information for each lot number is as follows: medical device lot #: 8310635, medical device expiration date: 2021-10-31, device manufacture date: 2018-11-06. Medical device lot #: 8200662, medical device expiration date: 2021-06-30, device manufacture date: 2018-07-19. Device evaluated by MFR: a device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that foreign matter occurred with a bd insyte¿ autoguard¿ bc shielded IV catheter. The following information was provided by the initial reporter, "material no: 382533 batch no: unknown (8310635 or 8200662). It was reported that nurse discovered a piece of white fragment at bevel of needle. Per customer email: on (B)(6) 2019, prior to use nurse reported ¿ inspection of IV catheter noticed a piece of white fragment at bevel of needle.¿ product not used and is available for review. Second IV catheter opened, appeared ok and used. Both packages were saved, uncertain which lot number had fragmented piece attached. The two (2) lot numbers are #8310635 and lot #8200662."